Event description:
The irrigating port of the balloon catheter (the end that does not enter the patient) broke off when attending was removing the catheter down from the field. The piece did not break off in the wound per the team that was present. Device was an icast covered stent (ref# 85407; lot #1084593218 or 1084103118 - not clear which lot # was that of the device that broke because both items were opened on the field and were not labeled with a lot#). Policy was followed and an x-ray was obtained. X-ray read negative for foreign body.